Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('infection (other) describe: tubo- ovarian abscess') and intestinal obstruction ('gastrointestinal or digestive system condition type bowel construction and bloating') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included carpal tunnel release in (B)(6) 2012, menorrhagia, genitourinary symptom, rash, post coital bleeding, illness, allergic reaction, loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii, endometrial polyp, abdominal distension, loose stools, constipation, herpes nos, dizziness, deep venous thrombosis prophylaxis, hypokalemia, small bowel obstruction, pelvic abscess, diarrhea, lymph nodes enlarged (enlarged retroperitoneal lymph nodes), ovarian cyst, splenomegaly, incarcerated umbilical hernia, anemia, eczema, pap smear abnormal, menses irregular, allergy to metals, polyp of corpus uteri, dysfunctional uterine bleeding, bleeding genital, lipid metabolism disorder, immune disorder (nos), skin lesion, chills, periappendicitis, intestinal operation, irritable bowel syndrome and endometrial ablation. Previously administered products included for to prevent pregnancy: mirena from 2007 to (B)(6) 2013; for an unreported indication: paragard iud. Concurrent conditions included abdominal pain, body mass index normal, fever and vomiting. Concomitant products included valaciclovir (valacyclovir) for herpes zoster as well as aciclovir (acyclovir), antibiotics, glucocorticoids, hydrocodone bitartrate;paracetamol (norco), ibuprofen, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, piperacillin sodium;tazobactam sodium (zosyn), piperacillin since (B)(6) 2013 and tazobactam. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes- describe: hot flashes"), libido decreased ("hormonal changes- describe: decreased libido"), depression ("pschological or pschiatric problems condition: depression and mental anguish"), anxiety ("pschological or pschiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("left lower abdomen pain") and was found to have weight increased ("weight gain/ weight loss (specfy which one):weight gain"). On (B)(6) 2013, the patient experienced intestinal obstruction (seriousness criterion medically significant) and abdominal distension ("gastrointestinal or digestive system condition type bowel construction and bloating"), 1 month 21 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced pelvic pain ("physical pain/ pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash / skin condition"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (left) on (B)(6) 2013). At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, device expulsion, hot flush, libido decreased, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, fatigue, intestinal obstruction, abdominal distension and post procedural complication outcome was unknown and the pelvic pain, abdominal pain lower, genital haemorrhage, dermatitis allergic and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, intestinal obstruction, libido decreased, pelvic inflammatory disease, pelvic pain, post procedural complication, tubo-ovarian abscess, urinary tract infection and weight increased to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the right tubal ostia. Trailing coils in uterus: 2 2nd device loaded through operating channel of hysteroscope, and inserted into the left tubal ostia. Trailing coils in uterus: 1 have you had your essure (or any part of the device) removed? No current weight 138 lbs. Concomitant drug includes augumentin patient received treatment for pain, bladder, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: terminal ileum thickening, evaluate for ibd, inflammatory bowel disease.multiple pelvic fluid collections consistent with abscesses and inflammation of the terminal ileum as well as rectosigmoid colitis. Possible inflammatory bowel syndrome, crohn/ulcerative colitis, or possible tuboovarian abscesses, pelvic inflammatory disease. Full blood count - on (B)(6) 2013: white count of 15.9, hemoglobin 10.5, platelets 303. CT scan of the abdomen and pelvis on admission shows extensive inflammatory changes in the pelvis with findings of terminal ileitis and rectosigmoid colitis, multiple fluid collections with pelvic abscesses, questionable tubo-ovarian abscesses and mild splenomegaly and reactive lymph nodes. Ultrasound pelvis - on (B)(6) 2013: endometrial mass. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: decreased libido, dysmenorrhea, pelvic pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('infection (other) describe: tubo- ovarian abscess') and intestinal obstruction ('gastrointestinal or digestive system condition type bowel construction and bloating') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included carpal tunnel release in (B)(6)2012, menorrhagia, genitourinary symptom, rash, post coital bleeding, illness, allergic reaction, loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii, endometrial polyp, abdominal distension, loose stools, constipation, herpes nos, dizziness, deep venous thrombosis prophylaxis, hypokalemia, small bowel obstruction, pelvic abscess, diarrhea, lymph nodes enlarged (enlarged retroperitoneal lymph nodes), ovarian cyst, splenomegaly, incarcerated umbilical hernia, anemia, eczema, pap smear abnormal, menses irregular, allergy to metals, polyp of corpus uteri, dysfunctional uterine bleeding, bleeding genital, lipid metabolism disorder, immune disorder (nos), skin lesion, chills, periappendicitis, intestinal operation, irritable bowel syndrome and endometrial ablation. Previously administered products included for to prevent pregnancy: mirena from 2007 to (B)(6) 2013; for an unreported indication: paragard iud. Concurrent conditions included abdominal pain, body mass index normal, fever and vomiting. Concomitant products included valaciclovir (valacyclovir) for herpes zoster as well as aciclovir (acyclovir), antibiotics, glucocorticoids, hydrocodone bitartrate;paracetamol (norco), ibuprofen, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, piperacillin sodium;tazobactam sodium (zosyn), piperacillin since (B)(6) 2013 and tazobactam. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes- describe: hot flashes"), libido decreased ("hormonal changes- describe: decreased libido"), depression ("pschological or pschiatric problems condition: depression and mental anguish"), anxiety ("pschological or pschiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("left lower abdomen pain") and was found to have weight increased ("weight gain/ weight loss (specfy which one):weight gain"). On (B)(6)2013, the patient experienced intestinal obstruction (seriousness criterion medically significant) and abdominal distension ("gastrointestinal or digestive system condition type bowel construction and bloating"), 1 month 21 days after insertion of essure. On (B)(6)2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced pelvic pain ("physical pain/ pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash / skin condition"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (left) on (B)(6)2013). At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, device expulsion, hot flush, libido decreased, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, fatigue, intestinal obstruction, abdominal distension and post procedural complication outcome was unknown and the pelvic pain, abdominal pain lower, genital haemorrhage, dermatitis allergic and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, intestinal obstruction, libido decreased, pelvic inflammatory disease, pelvic pain, post procedural complication, tubo-ovarian abscess, urinary tract infection and weight increased to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the right tubal ostia. Trailing coils in uterus: 2 2nd device loaded through operating channel of hysteroscope, and inserted into the left tubal ostia. Trailing coils in uterus: 1. Have you had your essure (or any part of the device) removed? No current weight 138 lbs. Concomitant drug includes augumentin. Patient received treatment for pain,bladder,allergy . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Computerised tomogram abdomen - on (B)(6)2013: terminal ileum thickening, evaluate for ibd, inflammatory bowel disease.multiple pelvic fluid collections consistent with abscesses and inflammation of the terminal ileum as well as rectosigmoid colitis. Possible inflammatory bowel syndrome, crohn/ulcerative colitis, or possible tuboovarian abscesses, pelvic inflammatory disease.. Full blood count - on (B)(6)2013: white count of 15.9, hemoglobin 10.5, platelets 303. CT scan of the abdomen and pelvis on admission shows extensive inflammatory changes in the pelvis with findings of terminal ileitis and rectosigmoid colitis, multiple fluid collections with pelvic abscesses, questionable tubo-ovarian abscesses and mild splenomegaly and reactive lymph nodes.. Ultrasound pelvis - on (B)(6)2013: endometrial mass.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: decreased libido, dysmenorrhea, pelvic pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. New events - post procedural complication, general abnormal bleeding, rash / skin condition, uti were added. Outcome of the events was updated. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('infection (other) describe: tubo- ovarian abscess') and intestinal obstruction ('gastrointestinal or digestive system condition type bowel construction and bloating') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included carpal tunnel release in (B)(6) 2012, menorrhagia, genitourinary symptom, rash, post coital bleeding, illness, allergic reaction, loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii, endometrial polyp, abdominal distension, loose stools, constipation, herpes nos, dizziness, deep venous thrombosis prophylaxis, hypokalemia, small bowel obstruction, pelvic abscess, diarrhea, lymph nodes enlarged (enlarged retroperitoneal lymph nodes), ovarian cyst, splenomegaly, incarcerated umbilical hernia, anemia, eczema, pap smear abnormal, menses irregular, allergy to metals, polyp of corpus uteri, dysfunctional uterine bleeding, bleeding genital, lipid metabolism disorder, immune disorder (nos), skin lesion, chills, periappendicitis, intestinal operation, irritable bowel syndrome and endometrial ablation. Previously administered products included for to prevent pregnancy: mirena from 2007 to (B)(6) 2013; for an unreported indication: paragard iud. Concurrent conditions included abdominal pain, body mass index normal, fever and vomiting. Concomitant products included valaciclovir (valacyclovir) for herpes zoster as well as aciclovir (acyclovir), amoxicillin sodium;clavulanate potassium (augmentin), antibiotics, glucocorticoids, hydrocodone bitartrate; paracetamol (norco), ibuprofen, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, piperacillin sodium;tazobactam sodium (zosyn), piperacillin since (B)(6) 2013 and tazobactam. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes- describe: hot flashes"), libido decreased ("hormonal changes- describe: decreased libido"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced intestinal obstruction (seriousness criterion medically significant) and abdominal distension ("gastrointestinal or digestive system condition type bowel construction and bloating"), 1 month 21 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("left lower abdomen pain") and was found to have weight increased ("weight gain/ weight loss (specify which one):weight gain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (left)). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, device expulsion, hot flush, libido decreased, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, fatigue, intestinal obstruction, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hot flush, intestinal obstruction, libido decreased, pelvic inflammatory disease, tubo-ovarian abscess and weight increased to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the right tubal ostia. Trailing coils in uterus: 2. 2nd device loaded through operating channel of hysteroscope, and inserted into the left tubal ostia. Trailing coils in uterus: 1. Have you had your essure (or any part of the device) removed? No. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: terminal ileum thickening, evaluate for ibd, inflammatory bowel disease. Multiple pelvic fluid collections consistent with abscesses and inflammation of the terminal ileum as well as rectosigmoid colitis. Possible inflammatory bowel syndrome, crohn/ulcerative colitis, or possible tuboovarian abscesses, pelvic inflammatory disease.. Full blood count - on (B)(6) 2013: white count of 15.9, hemoglobin 10.5, platelets 303. CT scan of the abdomen and pelvis on admission shows extensive inflammatory changes in the pelvis with findings of terminal ileitis and rectosigmoid colitis, multiple fluid collections with pelvic abscesses, questionable tubo-ovarian abscesses and mild splenomegaly and reactive lymph nodes. Ultrasound pelvis - on (B)(6) 2013: endometrial mass. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: decreased libido, dysmenorrhea, pelvic pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received: new reporter added. Category of case changed to incident. Event physical pain clubbed with pelvic pain. New events added hot flashes, decreased libido, tubo-ovarian abscess, depression and mental anguish, migration of essure device location of device: uterus, dysmenorrhea, dyspareunia, fatigue, weight gain, bowel obstruction, bloating , left lower abdomen pain, device monitoring procedure was not performed, pelvic inflammatory diseases were added. Concomitant drug and medical history added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.